Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as a leg assembly was being thrown, the needle perforated the patient's rectum. Reportedly, no bleeding occurred. The perforation was repaired using suture (type and manufacture unknown). The physician removed the device, which had been fully placed, from the patient. The procedure was not completed. The physician opines the perforation is related to the patient having several prior surgeries that resulted in a lot of scarring and bowel displacement. In addition, he does not plan on reoperating on the patient, who is reportedly fine and is over 18 years of age.